Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not confirm the reported breakage, but did find cracking and discoloration. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken and worn attune ps femoral trial.